Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician stated that he was having difficulty advancing the catheter through the vizigo sheath. The catheter was able to be advanced through the vizigo sheath but when the octaray catheter was removed from the vizigo sheath, a clear strand was removed from the vizigo sheath. There was no difficulty when removing the catheter. The vizigo sheath was replaced and the procedure continued without further issues. No patient consequences were reported.

Manufacturer narrative:
On 4-jul-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician stated that he was having difficulty advancing the catheter through the vizigo sheath. The catheter was able to be advanced through the vizigo sheath but when the octaray catheter was removed from the vizigo sheath, a clear strand was removed from the vizigo sheath. There was no difficulty when removing the catheter. The vizigo sheath was replaced and the procedure continued without further issues. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed a bumped condition in the soft tip area. A dilator was introduce through the sheath and no resistance was felt. A microscopic inspection of the tip shows scratches in the internal polytetrafluoroethylene (ptfe). A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A borescope inspection of the internal sheath was performed and no issues were found in the shaft area. Device history record review was performed for the finished device number lot 00002695 and no internal action related to the complaint was found during the review. The bumped condition end scratches observed in the tip section could be related to the resistance and internal components exposed issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage observed in the tip and the ptfe scratches could be related to the interaction between the catheter and the sheath; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).